Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50's mg/dl range. Customer did not indication how they addressed low bg. Customer continued to use the pump for insulin delivery.